Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported functional issues and cylinder tear cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. A month later, the patient had the inflatable penile prosthesis left cylinder and pump components replaced due to a tear in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the device mechanical issue and hole in the cylinder were confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinder was visually inspected, leak tested, pressure tested and microscopically examined. There was damage observed on the cylinder. The outer tube and fabric threads of the cylinder was detached around the proximal cylinder body. The cylinder had a leak in the inner tube in proximal cylinder body that was result of wear against the input tube sleeve. The input tube sleeve had a hole and under the microscope it was observed that the kink resistant tubing (krt) was worn to the filament. Under the microscope it was observed that the detached outer tube and detached broken fabric threads was a result of a sharp instrument damage which probably occurred during the explant. The cylinder was not pressure tested due to the leak that was identified. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. A month later, the patient had the inflatable penile prosthesis left cylinder and pump components replaced due to a tear in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.